Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. In-clinic testing was able to reproduce the noise in the alternate and secondary sensing vectors. The primary sensing vector had no noise. An x-ray was done and there appears to be a 90-degree bend in the electrode as it comes off of the pulse generator header. The doctor suspects an electrode fracture. The electrode was successfully explanted with a new on onto the chronic pulse generator. There were no additional adverse patient effects.